Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing hyperglycemia and they alleged insulin pump for possible under delivery. Blood glucose level of customer was 585 mg/dl at the time of incident. Customer was using auto mode feature at the time of reported high blood glucose event. Customer treated their blood glucose with manual injections. Customer alleged insulin pump for possible under delivery because customer had frequent high blood glucose issue. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Insulin pump will not be returned for analysis.